Event description:
It was reported the patient presented remotely while in-patient. The transmission revealed the right ventricular (rv) lead oversensed noise, which triggered inappropriate shock and inappropriate anti-tachycardia pacing (atp). The patient experienced syncope and asystole, and was treated with compressions. No changes or intervention was performed on the lead. The patient condition is unknown.

Manufacturer narrative:
The device history record was reviewed; there were no non-conformances or rework associated with this batch/lot/serial number.